Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate atp and high voltage therapy for atrial fibrillation with rapid ventricular response. The device was reprogrammed, and the patient will be treated with medication and be monitored.